Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also noted that the battery pocket site became extremely uncomfortable. The patient underwent a revision procedure wherein the ipg was replaced and the newly implanted ipg was relocated. The patient was doing well postoperatively. The explanted device will not be returned due to facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last 6 months based on the date the manufacturer became aware of the event.